Event description:
The tip of the tls stylet broke off and migrated into the left ventricle. The piece was retrieved without incident.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.